Event description:
In 2009, the pt reported that at 6:30 am this morning she woke up with a blood glucose of 459 mg/dl and later in the day she had a reading of 'hi' on her meter. Her normal range is 150-200 mg/dl. Symptoms were dry mouth, thirst, feeling tired and weak, and having no energy. She said at 8:45am, she discovered her infusion set had become disconnected at the luer lock. She said she checked her infusion set at 12am and it was connected so it came loose during the night. She stated this afternoon she began taking insulin via syringe and her blood glucose has started to decrease. She then switched to her backup infusion device and her reading is currently in the 200's mg/dl. She changes her headset every 3 days and tubing and cartridge every 5-6 days. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.